Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and system sensor and no delivery tests. Unit was received with no vibration during self test due to broken vibrator motor black wire. Unit had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump vibrate feature did not work. The customer's blood glucose reading was 164 mg/dl at the time of incident. Troubleshooting found that the customer also needed assistance to change the settings of the pump. The customer was advised that the device would be replaced and to return the product for analysis.